Event description:
It was reported that after announcing ¿more than¿ for breakfast on the ilet, the user experienced hypoglycemia with a lowest blood glucose of 62 mg/dl; the user later recognized that the ¿more than¿ meal announcement delivers approximately 1.5 times the carbohydrate dose and acknowledged dosing insulin inconsistent with actual carbohydrate intake, after which they treated with a small bowl of cereal and almond milk and continued monitoring. Symptoms included sweating and tingling of the tongue. Outcomes included transient hypoglycemia that did not require outside assistance or medical intervention, and the device alerted for low glucose. Investigation included user interview, education on meal announcement functionality, and troubleshooting. Investigation of this case revealed user error related to incorrect meal announcement selection leading to excess insulin delivery relative to consumed carbohydrates; the device functioned and alerted as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.